Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. Per complaint information, the root cause was determined to be use error - incomplete connection. A labeling review found labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that the patient had disconnected during drain 2 of 3. Per the initial report, the caregiver (cg) said that the home patient (hp) did not connect the heater bag all the way and the solution leaked on the floor. The hp disconnected herself. The technical service representative (tsr) explained and assisted to end therapy. The cg will follow with manual exchange. The tsr advised to let the nurse know about the heater bag not being connected all the way. Product surveillance contacted the nurse on (B)(6) 2011. The nurse was aware of the event and verified that the patient did not fully connect the line. The nurse stated that the patient was able to reset up with new supplies and resumed therapy without any further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.